Event description:
It was reported that an incorrect prime mode was used following a cap procedure which put the pump in a stopped pump mode. About a month later, a volume discrepancy was noted; the actual residual volume was 19cc and the expected residual volume was 2cc. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).